Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the issue was confirmed to be before a functional endoscopic sinus surgery (fess). The issue was resolved by using a different system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a fusion system. The rep indicated that the fusion system failed to start.